Manufacturer narrative:
An event regarding loosening involving a triathlon ts femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that revision surgery took place due to loosening of the femoral components. A size 4 femoral component along with a press-fit stem and a size 7 28mm insert were removed. The event could not be confirmed with the information provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
It was reported patient's right knee was revised due to loosening of the femoral components. A size 4 femoral component along with a press-fit stem which was cemented in (manufacturer of cement unknown) along with a size 7 28mm insert were removed.